Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lower lobe resection, three firings to interlobar tissue were successful. The surgeon clamped the inferior pulmonary artery with the reload and pushed the green firing button but the device did not react at all. The jaws opening/closing were checked beforehand. Reconnected the reload to the adapter, however, the device did not recognize the reload. They inserted another battery to the handle and the surgeon resected the inferior pulmonary artery by ligature. After the replacement of the battery, they connected another reload to the adapter and checked jaws opening/closing, however, the reload did not react smoothly and the jaws did not close properly. They said a strange sound was heard at the calibration. The surgical time was extended by less than 30 minutes. The device was replaced by competitor's device and the procedure continued. They could not identify which battery they used first, due to the same serial number. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.